Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple patients not shown and station was on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was out of sync with the server by three minutes. A technical support specialist dialed into the server and confirmed that the station was showing in critical override on the health sight viewer (hsv). Upon checking the station directly, the co icon was not present. Using knowledge article (ka) "device showing in critical override at the server only", the specialist identified a time mismatch between the station and server. The station time was updated to match the server, and the bd notification service was restarted. This action removed the station from hsv and resolved the critical override status. The customer confirmed resolution and approved case closure. The system functioned as intended after the technical support specialist troubleshot the issue.